Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this lead and associated device reported hearing beeping tones. Upon review of device data it was noted that an atrial lead impedance of greater than 2500 ohms had been recorded. All other measurements were within normal range. There were no adverse patient effects. The system remains in service.